Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was experiencing hallucinations and palpitations. The patient¿s cgm was reading 60 mg/dl, and the bg meter was reading 17 mg/dl. Five minutes later, another bg meter recheck was done and was 23 mg/dl. The patient was wearing a tandem insulin pump. The patient's husband gave the patient gatorade and peanut butter crackers as treatment. The patient recovered at home. The patient did not seek assistance from a higher level of care. The patient was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2024. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.